Event description:
As reported by the field specialist, approximately 4 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a double basilica and valve in valve procedure with a 23 mm non-edwards transcatheter heart valve (thv) due to severe central aortic insufficiency (ai) and aortic stenosis. Additional information was received revealing there was also hypoattenuated leaflet thickening (halt) that was affecting all three leaflets.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records provided and investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (component code, health effect - clinical code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. A review of the medical records revealed the 23 mm sapien 3 valve had developed severe bioprosthetic aortic valve stenosis and severe bioprosthetic regurgitation. On the transthoracic echocardiogram (tte) performed approximately 4 years 9 months 12 days post transcatheter aortic valve replacement (tavr) procedure, it was noted that there was leaflet motion restriction. However, during the valve in valve procedure, an intra-operative transesophageal echocardiogram (tte) was performed and there was no indication or confirmation of hypoattenuated leaflet thickening (halt) or leaflet motion restriction. The valve in valve procedure was noted to be successful. There was also imagery provided for evaluation. A review of the 4-year post tavr computed tomography (CT) confirmed there was halt on all three leaflets. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, valve stenosis, structural valve deterioration (such as thickening and stenosis), transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events are not required at this time. In this case, the leaflet thickened/halt, stenosis and central regurgitation that resulted in a valve in valve being performed were confirmed based on the provided medical records and imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, "approximately 4 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a double basilica and valve in valve procedure with a 23 mm non-edwards transcatheter heart valve (thv) due to severe central aortic insufficiency (ai) and aortic stenosis. Additional information was received revealing there was also hypoattenuated leaflet thickening (halt) that was affecting all three leaflets." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per review of the medical records, the patient had a medical history of hyperlipidemia. Hyperlipidemia (high cholesterol) is a risk factor for bioprosthetic valve calcification/leaflet thickening. Tissue calcification can in turn impede the proper function of leaflets, resulting in leaflet thickening. As such, the available information suggests that patient factors (hyperlipidemia) may have contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. As such, the available information suggests that patient factors (thickened leaflets) may have contributed to the event. Per the instruction for use (IFU), valve regurgitation is a potential risk associated with bioprosthetic heart valves. In this case, the patient had thickened leaflets, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. As such, the available information suggests that patient factors (thickened leaflets) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.